Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking at the septum. Customer may not have been performing air removal technique properly, although unable to confirm. Reportedly, the customer resorted to manual insulin injections for insulin therapy. Customer's blood glucose level was between 100 and 300 mg/dl.